Event description:
It was reported that this implantable pulse generator (ipg) was implanted without any complication. Two days later the ipg had to be replace because it did not pace. During the replacement, the threshold and the lead were checked. There wasn't any problem with the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found.